Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
The patient presented to the cardiology department with complains of dizziness. Ra (solia s 53) and rv (solia s 60) lead dislodgements were found. The patient attended the cardiology day care unit and both leads were repositioned.